Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure, undersensing, over pacing, far field r-wave (ffrw) oversensing and potential oversensing causing inappropriate detection of atrial tachycardia/atrial fibrillation (at/af). The right ventricular (rv) lead also exhibited undersensing and over pacing. Both leads remain in use. No further patient complications have been reported as a result of this event.